Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized for hyperglycemia, fatigues, and having heart palpitations. He was given diazepam for the heart palpitations. The patient's blood glucose (bg) levels reached in the 400's mg/dl while wearing the pod. The patient' s father was unable to get his son's omnipod personal diabetes manager (pdm) to turn on after an error. At the hospital they was able to reset his pdm which it gave an meter error 4 and tried to reset the pdm again and was successful. He did not have a back up, so he went to the ER to get insulin. At the hospital the patient's bg levels could not be stabilized so the patient was sent to the intensive care unit (ICU). He was place on an intravenous therapy of short acting insulin and sodium. He is still currently in the hospital at the time of the call.

Manufacturer narrative:
The omnipod personal diabetes manager (pdm) was found to have a non-functioning bg meter board, resulting in a meter error 4. The pdm would not give bg readings upon strip insertions or sst test. Replacing the bg board resolved this issue. A pdm error was seen in the data. The exact cause of this error could not be determined. A new pod was paired with the pdm. Bolus delivery was tested. No issues were noted during insulin delivery.